Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. Concurrent conditions included seizure. Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2012 to 2015, magnesium from 2012 to 2015, oxycocet (percocet) from 2012 to 2015, pregabalin (lyrica) from 2012 to 2015 and propranolol (propanolol) from 2012 to 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dyspareunia, pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 26-may-2009: hysterosalpingogram: bilateral tubal occlusion: conclusion: bilateral tubal ligation, scarring versus fibroids lower uterine segment ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; migraines. Most recent follow-up information incorporated above includes: on 26-jul-2018: outcome of events " dyspareunia, cramping, pelvic pain, pain in abdomen" are recovered / resolved. Intensity of " pelvis, abdomen " pain are severe. Concomitant drug are added. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. Concurrent conditions included seizure. Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2012 to 2015, magnesium from 2012 to 2015, oxycocet (percocet) from 2012 to 2015, pregabalin (lyrica) from 2012 to 2015 and propranolol (propanolol) from 2012 to 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dyspareunia, pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2009: hysterosalpingogram: bilateral tubal occlusion: conclusion: bilateral tubal ligation, scarring versus fibroids lower uterine segment. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2009: hysterosalpingogram: bilateral tubal occlusion: conclusion: bilateral tubal ligation, scarring versus fibroids lower uterine segment most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received. Events abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain and vaginal haemorrhage are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2013, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the abdominal pain lower, genital haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.